Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh polska sp. Z.o.o. (Registration#(B)(4)) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#(B)(4)). Additional information will be provided following the conclusion of the investigation. (B)(4).

Event description:
On (B)(6)2015, arjohuntleigh received a customer complaint where it was indicated that as a consequence of the transfer activities with the sara plus active lift, the resident received a shins injury (described as: 'alleged hematoma to both shins of the patient"). On (B)(6)2015, the device was inspected by arjohuntleigh representative and no malfunction was found.

Manufacturer narrative:
When reviewing similar reportable events for sara plus devices, we have found a number of cases related to the failure: patient not suited for use with the device since that appears to be most related to the investigation findings. The occurrence rate of a reportable complaint with this fault description is relatively low. When the event occurred, the device was used for treatment of a person, it played a role in the event. The hoist was processed through a function test by the arjohuntleigh representative that visited the customer site. The device was in full working order. From this it appears the device was up to specification at the time of the incident. Based on the collected information and findings made during re-creation of the event in the laboratory condition, we (arjohuntleigh) have been able to establish that the proactive knee pad (component no. (B)(4)) does not present any risk for user's skin. Additionally upon the course of the investigation, the following was concluded: the position of the resident's leg has no impact of the outcome of the investigation. Regardless of the position of the person's legs, there is no immediate risk found. No consequences / injuries observed on person's skin. The position of the proactive knee pad has no impact of the outcome of the investigation. Even when the volunteer's skin was in direct contact with the proactive pad at the time of changing its position, no issue occurred. Irrespective of form of using the device (in accordance / not in accordance to the IFU), ovoid shape of the knee pad and specification of its texture still provide safe and comfortable legs support. It is also worth noting that the sara plus device has been designed, produced and certified to meet the requirements of directive 93/42/eec, concerning the medical devices. Additionally, according to proactive knee pad specification, the hardness shore and texture on pur meet the requirements of spi 0-1. To sum up, the test results could not re-create the outcome of this customer complaint and event description. It seems that the indicated leg injury, could have only occurred as the result of additional off-label use, such as not correctly evaluating if the patient is suitable for being transferred with this device. As a supporting of the above, the condition of the patient's skin was assessed by the customer facility representative as extremely frail. All collected facts bring us to the conclusion that the patient could have been not properly assessed before transfer. The involved staff may not knowing the necessity of the professional assessment of the patient before transfer as indicated in the instruction for use (IFU), which in turn makes it unlikely the professional judgment of the patient was followed. Our evaluation appears to be in line with a use error having occurred. Our assumption is that the facility staff does not understand the importance of the patient assessment which should be carried out by a qualified nurse or therapist before lifting process. In the labelling there is a particular attention to the responsibility of the device owner to make sure that the device users are trained and knowledgeable of the contents of the labelling. When the IFU would have been followed and the professional assessment of the patient before transfer would be provided before transfer, the event would have been avoided. Note that the customer was visited and interviewed by a local arjohuntleigh representative and the last training date was dated on 01 jun 2015. Arjohuntleigh therefore suggests to re-train the staff involved of the device labelling, with special attention to correct lifting procedure and clinical assessment of the patient condition before each transfer. We find this complaint to be reportable to the competent authorities.